Event description:
Reference number (B)(4) event occurred in the united states. It was reported the that the that patient experienced an adhesive issue on (B)(6) 2026, when the tubing caught on something and the adhesive was removed. The patient successfully replaced the infusion set and resumed insulin delivery without complications. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.